Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was over 500 mg/dl and the cause was not known. Insulin injections were administered to address high bg. Due to physical activity, not eating and insulin stacking from the high bg, the customer's bg was 27 mg/dl. The customer had a seizure and bit tongue. Food was consumed to address low bg. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.